Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
The customer reported receiving a "replace sensor" error message after a day of wearing the adc freestyle libre sensor. The customer further reported she experienced a loss of consciousness and her husband treated her with a glucagon injection and no further treatment was reported. A subsequent blood test reading of 41 mg/dl was obtained. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving a "replace sensor" error message after a day of wearing the adc freestyle libre sensor. The customer further reported she experienced a loss of consciousness and her husband treated her with a glucagon injection and no further treatment was reported. A subsequent blood test reading of 41 mg/dl was obtained. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Device manufactured date has been updated based on returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Extracted data from the returned sensor using approved software. A sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. The sensor was reprogrammed, and the current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
The customer reported receiving a "replace sensor" error message after a day of wearing the adc freestyle libre sensor. The customer further reported she experienced a loss of consciousness and her husband treated her with a glucagon injection and no further treatment was reported. A subsequent blood test reading of 41 mg/dl was obtained. There was no report of death or permanent impairment associated with this event.